Manufacturer narrative:
(B)(4) ¿urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 and (B)(6) 2004 due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other unspecified issues. It was reported that patient underwent vaginal mesh implant after recurring stress urinary incontinence and rectocele for vaginal mesh exposure on (B)(6) 2005. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to pop. It was reported that patient also underwent vaginal mesh revision on (B)(6) 2011 for vaginal mesh exposure. It was reported that patient underwent vaginal mesh excision on (B)(6) 2011 for vaginal mesh exposure and an additional procedure was performed on (B)(6) 2012 for vaginal mesh exposure and revision.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was further reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.